Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: stuck device. Time of device malfunction: during vessel closure. Symptoms/ae: hemostat used to spread tissue tract to remove device. It was reported that a technician trained in the use of the star close device attempted arteriotomy closure after an interventional procedure. Reportedly, the device became stuck in the artery. The device was removed using counter-tension and a hemostat to speread the tissue tract. The device was removed successfully. Hemostasis was achieved with the device. There were no reported adverse patient sequelae. Though requested, no additional information was available.